Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance and oversensing. The patient was hospitalized and a revision procedure was performed. During the procedure, visual examination noted that the lead appeared to be damaged near the clavicle. The lead was removed and replaced. No additional adverse patient effects were reported.